Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd ureteral access sheath was unpacked on (B)(6) 2018. According to the complainant, during preparation, a trace of blood like stain was noted on the box. Reportedly, there were no damages noted on the packaging. Additionally, this was not used in a patient.

Manufacturer narrative:
(B)(4). An unused navigator hd was returned for analysis. A visual examination of the returned complaint device found that the box had foreign matter like a drop stain and blue marks on the outer side of the box. The box also had signs of manipulation in some areas (wrinkles). The closure strip was intact. This failure is likely due handling and excessive manipulation of the device during transport/storage which could have contributed with the encountered issues (a drop stain, blue marks and package wrinkled). Therefore, the most probable root cause is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a navigator hd ureteral access sheath was unpacked on (B)(6) 2018. According to the complainant, during preparation, a trace of blood like stain was noted on the box. Reportedly, there were no damages noted on the packaging. Additionally, this was not used in a patient.